Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: concomitant med prod data. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no drawers or storage spaces appeared in recover storage space, and the srm was showing as failed in inventory. A technical support specialist (tss) cycled the drawer network interface card (nic) and restarted med application by following knowledge article "bogus failed hardware icon on station", but the issue persisted. Log review showed explicit srm failure, and sql queries confirmed the srm and pockets 1 10 were failing. Because the station was on es 1.5.1, deletion required following knowledge article "unable to replace drawer (or cubie) due to loaded medications in the drawer", and further validation was needed to determine whether the entire srm could be removed using its parentstoragespacekey. Further the tss transferred firmware and updated, but the srm still showed as failed using knowledge article "user initiated srm failure". Steps from knowledge article "unable to replace drawer (or cubie) due to loaded medications in the drawer" were followed to unload all meds, restart services, and attempt srm deletion, but it could not be removed. The customer was instructed to power off the station, physically remove the srm, power back on, attempt deletion and reconfiguration, and if unsuccessful, proceed with re imaging and customer acknowledged. Further the tss made multiple attempts to reach customer and no response received and tss closed the case.

Event description:
It was reported that when using the bd pyxis¿ es server users experienced an issue with recovery failed smart remote manager storage space on one of the med es stations running version 1.5.2.1. The failed storage space does not appear on the recover storage space screen and was only indicated by the failed hardware icon displayed at the top of the machine application interface. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server users experienced an issue with recovery failed smart remote manager storage space on one of the med es stations running version 1.5.2.1. The failed storage space does not appear on the recover storage space screen and was only indicated by the failed hardware icon displayed at the top of the machine application interface. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.